Event description:
Carepoint safety first luer lock 1ml 23 gauge/1 inch syringe, ref (B)(4) treatment under emergency use authorization (eua). Syringe was being used to deliver janssen covid 19 vaccine and was provided in our ancillary kits for use, 2 times the needle fell off the syringe during vaccine administration despite tightening the luer lock connection prior to use, 1 time the syringe stopper was slanted and wouldn't allow a full dose to be administered.